Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was popped out. The customer¿s blood glucose was 142 mg/dl. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and customer to follow their medically prescribed backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement to due to broken or detached end cap. No loose drive support drive anomaly noted.